Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. Analysis of the system log file showed that there was malfunction in sib. During troubleshooting, the fse found that tg switch had no voltage, and lamp was on at 12v 1a. The 5v, 12v and 24v supply were missing in m cabinet. The fse replaced the power supply in m cabinet. After replacement of the power supply, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the mode of failure was found to be electric failure. The codes were updated based on the investigation outcome.